Event description:
Peritoneal dialysis catheter had 2mm tear lengthwise about 2mm from proximal edge of safe-lock catheter adapter - co pack type ii. Pt stated they noticed leaking night before. Pd fluid was clear at visit. This rn cut 3mm extra of catheter proximal to inner edge of tear, peri-patch repair kit was used to extend catheter with mold, filled with silicone glue over connection. New safe-lock catheter co-pack type ii added.